Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Test p-cap locks properly into the reservoir compartment; however, a cracked retainer ring at the knit line was noted during visual inspection. Pump was cut open to perform visual inspection found a crack on the u6 chip on pcba 2 and bleeding with cracked glass on pcba 1. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked retainer, retainer knit line damage, and keypad overlay texture damage. Cosmetic damage was confirmed at the pump case. Moisture damage was confirmed found isolated to the battery tube. Blank display was confirmed during testing due to a crack on the u6 chip on pcba 2. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued to use the device, mmt-1781kl was requested, and the device was returned.